Event description:
It was reported that during left middle cerebral artery (mca) aneurysm embolization case, resistance was encountered while transferring and advancing subject stent in the microcatheter. While retrieving subject stent, resistance was felt, and it was prematurely deployed inside the microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Event description:
It was reported that during left middle cerebral artery (mca) aneurysm embolization case, resistance was encountered while transferring and advancing subject stent in the microcatheter. While retrieving subject stent, resistance was felt, and it was prematurely deployed inside the microcatheter. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned together with microcatheter. The subject stent was found deployed inside the microcatheter and was found to be deformed. The distal part of the subject stent delivery wire (sdw) was found to be kinked/bent. The distal tip of the subject stent introducer sheath was found to be damaged. Functional testing could not be performed as the subject stent was found to be deployed inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported stent difficult/unable to advance or pullback through catheter and stent difficult/unable to transfer could not be duplicated; however, the analysis results are consistent with the reported event. The as reported stent deployed prematurely during use was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that after initial resistance was met 'the operator added force to push and the stent could be advanced into microcatheter, but when continuing pushing it resistance was still obvious. Tried several times to adjust it and finally used another stent to continue the procedure. When retracting this complained stent out resistance was still obvious, and the stent was left inside the microcatheter. The subject stent was returned for analysis deployed and was found to be damaged/deformed. The introducer sheath tip was damaged. The sdw was kinked/bent. It¿s likely when the reported resistance was felt while attempting to transfer the device severe manipulation of the unit caused the damage and the subsequent premature deployment. An assignable cause of procedural factors has been assigned to the as reported codes stent difficult / unable to transfer, stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and the as analyzed stent deployed prematurely during use, sdw kinked/bent, stent introducer distal tip damaged and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.